Event description:
The port with catheter was returned for evaluation. Our analysis determined that the catheter was properly attached to the outlet tube/lock collar of the port. A visual inspection of the attached catheter body revealed no signs of damage. The port assembly was leak tested by submerging in water and air was injected into the port body and it exited at the open end of the catheter. Then the end of the catheter was occluded and air was injected into the port body. No leakage was detected. Based upon these test findings, we cannot confirm the customer's complaint of leakage in use.

Event description:
It was reported that the port was implanted via the right subclavin for chemotherapy. A leak was detected and the port was removed. There were no associated pt complication.